Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the midline incision. Symptoms were redness, drainage and pus. The patient was prescribed antibiotics and underwent an explant procedure. The physician believed that the infection was not due to the device or implant. It was noted that the patient was very active after the implant procedure, and the physician believed that to be the biggest contributor of infection. The patient was reportedly doing well postoperatively.